Manufacturer narrative:
The surgical table subject of the reported event was manufactured in 1998 and is serviced and maintained by a third-party service provider. A steris service technician and account manager arrived onsite to inspect the surgical table. During their inspection, no issues were noted with the function or operation of the surgical table. The technician observed that the control batteries required replacement and some cosmetic damage to be noted. In addition, the technician observed non-steris pads on the table as well as the table's headrest to be partially inserted/installed. While the steris technician and account manager were onsite, they were informed by the facility's manager that the patient present during the time of the reported event had slid off the surgical table. The technician and account manager were also informed by the third-party service provider that the user facility has recently changed their table draping practices. Following the inspection of the surgical table, the steris service technician spoke with user facility personnel who concluded the table's function/operation did not cause or contribute to the patient sliding but rather the draping practices. The third-party service provider has recently assumed maintenance responsibility on the table and requested a quote to have the third-party service technicians trained by steris on proper maintenance and service activities. The user facility stated they would also be purchasing steris pads to be utilized with their surgical table. The steris service technician conducted repairs on the surgical table, tested the unit and confirmed it to be operational. The surgical table was returned to service and no additional issues have been reported.

Event description:
The user facility reported their surgical table broke during a patient procedure.